Event description:
It was reported by the rep the device was used during an abdominoperineal resection. It was reported when the stapler was fired, the resulting staples were misformed. There was no consequence to the patient.